Manufacturer narrative:
The issue was resolved for the customer by replacing the cord wheel assembly.

Event description:
It was origianally reported that the power cord was damaged with exposed bare wires. However, upon evaluation it was found that the power cord's outer sheathing was cosmetically damaged, but that the wires' insulation was intact. The damage to the outer sheathing of the power cord was cosmetic nonfunctional damage only. There were no exposed bare wires, and no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was origianally reported that the power cord was damaged with exposed bare wires. However, upon evaluation it was found that the power cord's outer sheathing was cosmetically damaged, but that the wires' insulation was intact. The damage to the outer sheathing of the power cord was cosmetic nonfunctional damage only. There were no exposed bare wires, and no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.